Event description:
It was reported that an ilet user experienced persistent alert 60 related to bluetooth communication despite multiple restarts of the pump, and a replacement device was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health or hospitalization. Investigation included customer troubleshooting and education, verification of shipping and return logistics, instructions to shut down the device, guidance to sync data to the mobile app, and confirmation that data would not transfer to the replacement and that startup would be required. Investigation of this case revealed a suspected device communication malfunction consistent with a bluetooth connectivity fault; the affected device will be returned using a provided shipping label, and the user was advised to continue cgm use via the dexcom app or receiver. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved communication malfunction of the pump¿s bluetooth function. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.